Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a remote transmission after receiving inappropriate anti-tachycardia pacing therapy. The device diagnosed a supraventricular tachycardia as ventricular fibrillation and marked bigeminy when it was not present. Programming changes were discussed. The patient is in stable condition.